Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 110-170mg/dl fasting. Verified the strips expire 01/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 363 mg/dl and 362 mg/dl fasting. Reviewed meter memory: 260mg/dl, (B)(6) 2015, 11:00:00 am, fasting: yes; 111mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; 156mg/dl, (B)(6) 2015, 09:30:00 am, fasting: yes; 137mg/dl, (B)(6) 2015, 09:30:00 am, fasting: no; 116mg/dl, (B)(6) 2015, 08:00:00 am, fasting: yes; no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction user had inaccurate reference.